Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a laparoscopic myomectomy, the insufflator suddenly experienced insufficient pressure (gas was being released while the device was operating, but thec). This led to inadequate exposure of the surgical field. At this critical juncture of the procedure, while the chief surgeon was removing the fibroid, the operative site experienced recurrent bleeding".